Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), weight decreased ("weight loss"), alopecia ("hair loss") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, depression, anxiety, weight decreased, alopecia and hypersensitivity outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, hypersensitivity, pelvic pain and weight decreased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.